Manufacturer narrative:
Due to additional information received via customer email, the complaint was revaluated and does not meet our reporting criteria as it was found to not be caused by a bd product.

Event description:
It was reported that medication leaked from under the IV set/n35/20drop/f/t/200cmll filter "when giving 5 fu, after gave antiemetics, ramucirmab and irinotecan (chemo)".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from under the IV set/n35/20drop/f/t/200cmll filter "when giving 5 fu, after gave antiemetics, ramucirmab and irinotecan (chemo)".